Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultramini meter displayed a battery indicator. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017, in the morning. The patient manages his diabetes by self-adjusting his insulin doses and with pills and stated that on (B)(6) 2017 at 01:00pm he consumed less food or drink in response to the alleged issue. The patient reported that ¿one day¿ after the issue occurred, he developed symptoms of ¿shakiness, thirst, urinating a lot and high blood pressure¿ and that on (B)(6) 2017, at 09:00am, he visited his doctor¿s office, where he had his daily dose of ¿junima¿ increased to ¿one pill morning and night¿. During troubleshooting, the cca noted that it was not the first time the product had been used and there was no apparent misuse of the device. The batteries did not require replacing. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.